Event description:
We received an allegation of discrepant inr results with the coaguchek xs meter serial number (B)(4). The meter result at 1:54 p.m. Was 5.3 inr. The meter result using a different finger at 2:02 p.m. Was 2.3 inr. The patient¿s therapeutic range is 2.0 ¿ 2.5 inr with a normal testing frequency of every 2 weeks. The patient tests more frequently if necessary.

Manufacturer narrative:
Occupation is patient/consumer (patient's daughter). The meter and test strips were requested for investigation. The meter was received for investigation; the test strips were not returned. The meter was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr; qc 2: 5.2 inr; qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The alleged result of 1.6 inr on (B)(6) 2022 was observed as 1.5 inr in the meter memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation updated the device code.